Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." Date uf became aware - (B)(4) 2011. Date report sent to FDA - (B)(4) 2011. This report filed march 21, 2011.

Event description:
It was reported by the user facility that patient underwent total hip arthroplasty and subsequently developed difficulty with noise and experienced pain. A review of invoice history confirmed the total hip arthroplasty procedure occurred on (B)(6) 2006. It was further reported that evaluation revealed elevated metal ion levels and that a revision procedure was performed on (B)(6) 2011. The acetabular cup, modular head and taper adapter were removed and replaced.